Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc sling on (B)(6) 2007 to treat stress urinary incontinence. Plaintiff's attorney alleged plaintiff began to experienced complications a few months after implantation, including significant mental and physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity. Plaintiff's attorney also alleged plaintiff suffered serious debilitating bodily injuries, including, but not limited to, pain, dyspareunia, incontinence, erosion, additional surgery and other injuries. Plaintiff's attorney alleged on or about (B)(6), 2012 plaintiff required additional surgery.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.